Manufacturer narrative:
The reported event of was confirmed while the reported event of high pacing lead impedance was could not be confirmed. As received, a partial lead measuring 48.7cm (distal end) was returned in one piece. Lead impedance test could not be performed due to as received procedural damage to the lead. External insulation abrasion due to friction to the device can was noted breaching the rv cable lumen at 40.1cm to 40.5cm from the distal tip. One rv cable was abraded and partially melted in this location. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event of low shock impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock for svt on (B)(6) 2020 and was admitted to the hospital. The right ventricular lead exhibited low defibration impedance. The lead was explanted and replaced. The patient was stable.

Event description:
New information states that there was a rv coil issue

Event description:
New information states the impedance was high.